Event description:
Additional info provided by the or manager indicates the haptic broke off when the intraocular lens (iol) was inserted into the iol delivery system and a vitrectomy was performed. Additional info has been requested.

Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unknown. Additional info has been requested.